Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of large pulmonary embolus was scheduled for vena cava filter placement. The right jugular vein was accessed and an angled catheter was inserted to guide a wire into the inferior vena cava. A flush catheter was advanced and a vena cavogram was performed which demonstrated a confluence as well as the left renal vein. The flush catheter was removed and a filter was deployed above the iliac vein confluence without any migration or tilting. The sheath was removed and pressure was held. Patient tolerated the procedure well and went to recovery in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, allegedly a CT scan demonstrated perforation of a couple of filter limbs through the caval wall. The filter was not removed and a medical professional recommended against intervention. Based on a review of medical records received, the patient with history of large pulmonary embolus had a vena cava filter deployed above the iliac vein confluence without any migration or tilting. The patient tolerated the procedure well. No additional information was provided in the medical records received.